Manufacturer narrative:
Conclusion code and clinical signs code have been corrected. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device stopped during compressions. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The patient involved in the reported event is deceased. A clinical review was completed and it was determined that the device did not contribute to the patient's reported outcome.

Manufacturer narrative:
Stryker evaluated the device and could not duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device stopped during compressions. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The patient involved in the reported event is deceased. A clinical review was completed and it was determined that the device did not contribute to the patient's reported outcome.